Event description:
It was reported that a patient experienced a breach in aseptic technique during dwell one of peritoneal dialysis therapy. The patient disconnected and touched the end of their patient line. After the touch contamination, the patient reconnected and resumed therapy. The technical service representative (tsr) assisted with the procedure for ending the therapy early. The patient would notify their nurse about the breach in aseptic technique. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected and reconnected for therapy after touching the end of the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.